Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 other similar events for the lot referenced. This was for the same device in the same patient for the initial periprosthetic fracture where no devices were explanted. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
Dr. (B)(6) revised a hip replacement originally done (B)(6) 2018 via mako. The patient had a axsos plate and dall-miles. Cable added on (B)(6) 2018 and then had recently fallen and broke the plate and fractured the femur just below the stem. The surgeon removed the plate/screws/stem and head and kept the original cup and liner in. He changed to a cone/conical stem with a new head. Update cables were also explanted.

Event description:
Dr. (B)(6) revised a hip replacement originally done (B)(6) 2018 via mako. The patient had a axsos plate and dall-miles. Cable added on (B)(6) 2018 and then had recently fallen and broke the plate and fractured the femur just below the stem. The surgeon removed the plate/screws/stem and head and kept the original cup and liner in. He changed to a cone/conical stem with a new head. Update cables were also explanted.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: [...] Review of these records confirms a peri-prosthetic fracture did occur. This was treated with orif. A second peri-prosthetic fracture occurred several months later necessitating revision tha surgery. Both of these fractures were reported to have been caused by a fall. No detailed records were available for review of these events however the presence of callous at the site of the second fracture suggests that the second fracture is at the same site as the first. The likely scenario is that the patient suffered a periprosthetic fracture at the tip of a well fixed femoral prosthesis. The surgeon elected to fix the fracture with a long plate cerclage cables and screws. The presence of callous indicates the patient was healing the fracture up until the second fall when he refractured through the same site that had not completely healed. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been other similar events for the reported lot, however this relates to the same device implanted in the same patient. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.